Manufacturer narrative:
(B)(4). The device is not available for evaluation.

Event description:
A customer contacted baxter's technical service center to report the compact exchange device (cxd) ii is not turning to spike the bag for use with the homechoice (hc) machine. The home patient (hp) stated that the spike stays straight. The technical service representative (tsr) explained how to use the cdx ii machine. The hp stated that he was taking the cap off the spike and putting the bag on the left. The hp stated that he will try to use the cxd ii machine tonight and if not, he will just spike them by hand. There was no patient injury or medical intervention indicated at the time of the initial report.